Manufacturer narrative:
The strain relief damage was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable strain relief revealed that there was strain relief damage, thus confirming the reported event. A driveline strain relief repair was performed to mitigate the conditions reported. Log file analysis could not be conducted because no log files were available covering the event date. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or improper handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was strain relief damage on the ventricular assist device (vad) driveline. Strain relief repair was performed. There was no pump stop during the procedure. The vad is still in use. No patient complications have been reported as a result of this event.